Event description:
Related manufacturer reference number: 2017865-2024-70950. It was reported that the patient presented to the hospital for a scheduled implant procedure. Interrogation of the pacemaker prior to the procedure showed the right ventricular (rv) lead had exhibited high capture threshold. During procedure, the physician was unable to advance the lead wire down the blood vessel. The physician elected to not implant the new lead and reprogrammed the chronic lead to resolve the capture issue. The patient was in stable condition throughout.